Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
The patient had symptoms of fever and leukocytosis. It was suspected that the septic shock could have been due to ventilator associated pneumonia, but it could not be confirmed. The pericardial effusion was no related to the septic shock. The patient was treated with antibiotics vancomycin and cefepime. The device was operating as intended. They were discharged on (B)(6) 2024

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that on (B)(6) 2024 patient experienced septic shock. The patient experienced pericardial effusion that required a subxiphoid window on (B)(6) 2024. The device was operating as intended.

Manufacturer narrative:
Section h6: health effect - clinical code corrected. Manufacturer¿s investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), rev. C is currently available. Section 1 of this document lists sepsis and pericardial fluid collection as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.